Manufacturer narrative:
Complaint no: (B)(4). The lot was manufactured from (B)(4) 2014 ¿ (B)(4) 2014. The device was received for evaluation with approximately 250 ml of fluid in its reservoir. Visual inspection revealed no evidence of a leak. The device was then drained of fluid and manually refilled with 250 ml of colored water. During and after filling, no evidence of a leak was found. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. This occurred during filling with fluorouracil. There was no patient involvement. No additional information is available.